Manufacturer narrative:
H6; bent knife. Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, missing; cartridge condtion, broken nose/partial and cartridge return batch number, j00g52. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and test cartridge batch#, j00k0w. Analysis conclusion: based uponn inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "would not fire" during surgery. Instrument was returned with bent knife, but was otherwise in good physical condition. Returned cartridge had nose broken off and was missing lockout tab. No conclusion could be reached as to how this damage occurred. Instrument was cycled, fired, cut, and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuosly improve co's products.

Event description:
It was reported the device was used during a colectomy procedure. It was reported by the affiliate that after being reloaded, the device would not fire. There was no pt consequence.